Event description:
It was reported that the minicap sponge separated from the minicap. This has been noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).this is a report on the seperation of a minicap sponge from the minicap.the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported event could not be verified as the device was not evaluated. Should additional relevant information become available, a supplemental report will be submitted.